Event description:
The manufacturer received information alleging a pressure test failed during preventative maintenance on the device. There was no harm or injury reported. A philips remote service engineer evaluated the device. The philips rse provide information to check for air leaks, blower bellow, rear cover, and tubing are seated properly, worn tubing causing leak, defective system board and blower assembly, correct air leaks, and bulk capacitor not connected, and to replace any parts (tubing, blower assembly, system board, tubing).